Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a large capsular tear in a patient's right eye after hydro-dissection during a laser assisted cataract procedure. The surgeon is unsure if the patient simply had a weak bag or whether the laser contributed. A vitrectomy was performed. The procedure was completed using a three-piece sulcus monofocal intraocular lens (iol) instead of a single-piece multifocal. Vision is likely to be good for this patient per the doctor. However, the patient will have a monofocal iol in one eye and a multi-focal iol in the other. Upon follow up, event description given was capsular tear with hydrodissection. The surgeon stated that the current prognosis is good. The patient was not hospitalized as a result of this event. At the time of the event, viscoelastic was being used in the anterior chamber. No planned medical intervention was required to treat the event. However, unplanned surgical intervention, anterior vitrectomy, was required to treat the event. As the surgeon performed hydrodissection, the surgeon noted the inferior margin of the anterior chambers edge tear (90 degree). The size of the posterior capsular tear was reasonably large. There was no occlusion during the procedure. There was no shallowing of the anterior chamber. A second instrument was used during phacoemulsification. Vitreous was present. The surgeon is not clear whether incident reflected as intrinsic weakness of the patients' lens capsule or a problem with the hydrodissection technique.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. A company representative visited the site and evaluated the system. No system issues were found that could contribute or be the cause to the reported event. System was tested and verified to meet specifications prior to departure. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4)